Manufacturer narrative:
E1: initial reporter phone number is (B)(6).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due supraventricular tachycardia and myopotential noise oversensing. The system was reprogrammed into the primary vector. This system remains in service. No further adverse patient effects were reported.